Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated an elevated chloride result of 207.86 mmol/l which was reported as >150 mmol/l. The sample was repeated and a result of 102 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
No customer returns were received for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review of the history log from the customer's architect c16000 system shows one occurrence of error code 5618 was generated on (B)(6) 2018 at 11:45; however, this error code was for the sodium (na) assay and not for the complaint assay, chloride. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c16000 analyzer was identified.